Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had incorrect data for the waste amount. A technical support specialist dialed in, but there were no updates from the customer to proceed further. The case was closed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had an error regarding the waste amount that shows on the screen at the station if a nurse is removing multiple components for an administration. As an example from the reporter, order is for a diazepam 1.25mg dose which requires removal of a 1mg and a 0.5mg oral syringe, then 0.25mg needs to be wasted. However, the prompt at the station instructs the nurse to waste 0.5mg instead. This has caused several errors and delays in treatment. There were no adverse events or injuries reported based on this incident.